Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver download was reviewed and could not verify the customer complaint as no hardware or firmware error was found in the logs. A charge was performed and the receiver battery was fully recharged. Global receiver functional test was performed and resulted in no failures related to the customer complaint. The reported fault could not be reproduced with the receiver. A pairing/calibration and performance test was performed and the receiver passed by doing a 2 hour calibration test and at least 20 hours for the performance test. Additionally, the egv diagnostic chart and logs tab shows that the patients' receiver and transmitter units would not pair because the incorrect transmitter serial number was entered into the receiver. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.